Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had a loss of capture and delivery of pacing as a result of dislodgement. The lead was successfully repositioned. No adverse patient effects were reported.